Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that the patient's weight was unknown and the explanted pump was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (10 mg/ml at 10.8 mg/day) and dilaudid (25 mg/ml at 27 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that yesterday, the hcp was seeing the patient for a routine refill. Before he even filled or aspirated from the pump, he noticed fluid in the pump pocket site. The hcp withdrew some of the fluid from around the pump and it was milky in color. The fluid was cultured and there was no infection found. The hcp still did not feel comfortable with keeping the pocket where it was, so the patient was taken to surgery. When they opened the pocket, there was lots of white milky fluid and there was also a chalky, chunky white powder found. The hcp clamped the existing catheter and then did a back table prime on the new pump keeping the dose the same. It was noted that the patient had been on the therapy for a long time and was a cancer pain patient. The new pump was placed on the other side of the patient¿s abdomen and the hcp was hoping that this would resolve the pocket issue.